Event description:
It was reported that the surgeon implanted the screw without pre loading the set screw. After implanting the screw, he could not seat the set screws (qty. 3) stating that the screw head was stripped. The surgeon removed the 6.4x50 screw and replaced it with a 7.2x50. Thirty minutes was added to the surgery time.

Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. This mentioned damages typically occur when the set screw is tilted while being started and an attempt is made to screw is in even it is still tilted. Another indication that the set screw cross threaded was that the thread gauge can only be fitted crookedly. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.